Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
The customer was hospitalized for a low blood glucose event on june 25, 2021. The customer did not know the blood glucose value at the time of the event. Leading up to the event, the customer experienced chest pressure. The customer called on (B)(6) 2021, to report having experienced low blood glucose for the past 3 months with which, the customer had treated with food. At the time of the call, the customer reported experiencing weakness and fatigue. The customer had a latest blood glucose of 92 mg/dl. The insulin pump was used within 48 hours of the low blood glucose event. Auto mode was not active at the time of the event. The customer changed the infusion set last on (B)(6) 2021. The insulin pump was not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2021 with 50 mg/dl blood glucose level. The current blood glucose level was 92 mg/dl. Customer was experiencing the symptoms related to the low blood glucose was weakness and fatigue. Customer had been using the insulin pump system within 48 hours of reported low bg event customer was not using the auto mode feature. The insulin pump was not returned for analysis.